Manufacturer narrative:
(B)(4). The patient returned to the clinic a few weeks later and impedances were still within acceptable range, but on the higher end via daily measurements and commanded impedance testing. The commanded auto threshold was also normal. It was noted that there were many auto threshold tests for a short amount of implant time recorded in the arrhythmia logbook. This indicates that the device is not completing the test on the first or second attempts. The patient is pacemaker dependent and was issues a remote monitoring system. The physician plans to monitor the patient's impedances very closely through remote monitoring. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Additional information was received that following the rv lead revision, issues continued with out of range impedances. Concern of possible lead under-insertion was discussed. It was also noted that the device showed a change in power consumption. The increase in power consumption occurred when rv auto capture was programmed on. When this feature was programmed off, the power consumption decreased. This behavior with power consumption along with a possible lead to header connection issue suggests a possible device anomaly, therefore replacement was recommended. The device was subsequently explanted and returned for laboratory analysis. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that the lead safety switch feature was activated on this pacemaker due to low, out of range right ventricular (rv) lead impedance measurements. Noise and loss of capture was also noted. This was observed a couple weeks after the generator replacement procedure. The local field representative noted that it appeared the rv lead was not inserted all the way into the header via x-ray. The device was showing one year remaining when programmed to unipolar. When the device was programmed back to bipolar, impedances were 400 ohms, which is what the measurements were before the lead safety switch. Boston scientific technical services (ts) discussed it may be possible that the lead insulation was damaged at the device change out procedure which occurred just a couple weeks prior, or it could possibly be a connection issue; however high impedances would be more of what would be expected of a connection issue. It was noted the pacing system analyzer (psa) measurements were normal, however the rv lead was subsequently capped and replaced with a competitor rv lead. Then approximately one week later, the patient presented to the clinic for a device check. The field representative performed manual testing and got impedances greater than 3000 ohms and noise labeled for impedance and the lead safety switch feature had been activated again. The field representative turned off autocapture that day and impedances fell within normal range.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection confirm no irregularities. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a higher than normal current drain was observed with the right ventricular (rv) pacing circuitry. Electrical testing and analysis of the internal components were then conducted, which isolated the high current condition to an anomaly on one of the component layers (gate oxide) within the device¿s integrated circuit. This anomaly causes a high current drain, which over time results in premature battery depletion.